Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All of the keypad buttons were found to be intermittently responsive and difficult to press during testing. There was evidence of keypad contamination found under the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the keypad buttons were not responding when attempting to navigate screens. The patient reportedly wore the pump in a pump pocket and cleaned the pump with a tissue and water as needed. This report is made based on the allegation that the keypad was unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.